Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgery procedure, a self-tapping screw that the surgeon was attempting to insert into the vertebral body could not be inserted. The screw then appeared to be stripped and had to be removed. The surgeon had to replace the screw with a self-drilling screw of the same dimensions. The surgery was completed successfully and there was no adverse outcome for the pt.